Event description:
No further event information available at the time of this report.

Manufacturer narrative:
One certain® prevail® implant 5/4 x 13mm (iios5413) was returned for investigation.. Visual inspection of the as returned product identified significant wear and some debris about the implant threads. The internal drive feature is heavily worn and contains the base portion of what appears to be the reported certain® gold-tite® hexed screw (iunihg), which was too badly damaged to be removed. No pre-existing conditions were noted on the per. The reported product was located on tooth # 14 and used for approximately 7 years. The customer has not provided additional pictures or x-ray images of the product. DHR review could not be performed, as the lot number associated with the reported product is not available. Zimmer biomet quality management system (qms) has controls in place to ensure the distribution of conforming product within specifications. A complaint history review by item number was conducted for the iunihg dating back to 12 months from now. The complaint history review revealed that there are no existing non-conformances/CAPA /hhe/d/ie/product holds for the reported product. July post market trending was reviewed and there were no negative trends or corrective actions for the reported event (screw fracture) or product (iunihg). Therefore, based on the available information, device malfunction did occur and the reported event was confirmed. The fractured screw does not disengage/release from the implant drive feature. The most likely cause of the event is patient parafunction over the course of 7 years.

Manufacturer narrative:
Zimmer biomet complaint (B)(4).

Event description:
It was reported that a screw (iunihg) fractured inside the implant and could not be removed. Implant was removed. Tooth location 14.